Event description:
Additional information received identified that patient underwent surgical intervention where in debridement was performed.

Manufacturer narrative:
A patient experienced cellulitis at the lead site and wound dehiscence was reported to abbott. As a result, patient was treated with oral antibiotics and incision site was re-sutured to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced cellulitis at the lead site and wound dehiscence. As a result, patient was treated with oral antibiotics and incision site was re-sutured to address the issue.

Manufacturer narrative:
Date of event is estimated.